Manufacturer narrative:
Concomitant medical product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 01-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity. It was reported that in the evening of (B)(6) 2017, the patient began to experience acute symptoms of baclofen withdrawal. Their withdrawal symptoms continued to worsen throughout the night. Late on (B)(6) 2017, the patient was discharged from (B)(6) hospital with a discharge diagnosis of spasticity. During the remainder of (B)(6) 2017, the patient condition continued to deteriorate, with the patient experiencing such severe baclofen withdrawal that they could barely move a muscle. On (B)(6) 2017, still suffering from extreme baclofen withdrawal, the patient once again returned to (B)(6) hospital, where they were admitted to the hospital's neuroscience intensive care unit, where they would remain until (B)(6) 2017. On (B)(6) 2017, the patient was discharged from the hospital with a discharge diagnosis of baclofen pump failure and drug withdrawal. The same day, the patient was then transferred to (B)(6) hospital where they would remain until (B)(6) 2017. On (B)(6) 2017, the hcp diagnosed the patient with a baclofen pump malfunction secondary to catheter occlusion; hcp preformed revision surgery to alleviate the occlusion. On (B)(6) 2017, the patient was discharged with a final diagnosis of a breakdown of the synchromed ii device. For several weeks following their revision procedure, the patient's second pump implant exhibited signs of infection and the patient again began to experience symptoms of baclofen withdrawal. On (B)(6) 2018, the patient was again admitted to hospital, where they remained until (B)(6) 2017, for treatment of their defective pump. On (B)(6) 2018, the hcp removed the patient's second pump. On (B)(6) 2018, the patient was discharged with a diagnosis of an infected pump and chronic spasticity. As a result of the aforementioned defects and malfunctions, the patient's synchromed ii devices failed to deliver the prescribed medication as programmed, resulting in leakage, severe baclofen withdrawal, and untreated spasticity.